Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor cut the patient's lead upon explant. The patient's lead was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.

Event description:
It was reported the patient has been receiving ineffective stimulation due to receiving therapy in an unintended area (event date is unknown). It was also reported the unintended stimulation is worse when the patient is sitting. The unintended stimulation does not occur when the patient lies flat on his back. Reprogramming to provide resolution was unsuccessful. X-rays were taken and revealed no anomalies per the lead. Allegedly, the doctor believes the patient's issue is related to his anatomy. In turn, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.